Event description:
A (B)(6) wm with nicm, history of recurrent vt, s/p mdt ICD, now noted to have dysfunctional lv lead. Pt also noted to have stj riata lead, on advisory, and device nearing eri. Here today for rv lead revision and ICD generator change.